Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping, pain") and pregnancy with contraceptive device ("terminated unplanned pregnancy/pregnancy (termination)") in a 34-year-old female patient (gravida 3, para 2) who had essure (batch no. 689942) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included post coital bleeding and breast cyst. * on 28-nov-2016: no evidence of endometrial polyp or inflammation endocervical polyp and benign fragments of endocervical columnar mucosa. Concurrent conditions included soreness breast, nausea, blood loss of (nos), infection, intraoperative neurological injury, bowel discomfort, d & c, vaginal discomfort, cough, candida infection, irregular periods, uterine bleeding, paratubal cyst, haemorrhage nos, intramural leiomyoma of uterus, gravida ii and parity. Concomitant products included cilest (ortho tricyclen) for birth control. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced alopecia ("hair loss"). On (B)(6) 2010, 23 days after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In september 2010, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and pelvic pain ("pelvic pain"). In december 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("abnormal bleeding menorrhagia"). On an unknown date, the patient experienced infection ("experience any complications of your unintended pregnancy or delivery: infection"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)) and surgery (underwent surgery). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia and infection outcome was unknown and the fatigue, alopecia and pelvic pain had resolved. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain lower, alopecia, fatigue, infection, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 30-nov-2010: total bilateral occlusion (nov2010) pregnancy test urine - on 24-aug-2010: pregnancy positive. On 28-nov-2016: gross description: 1. The specimen presents in formalin in a container labeled with patient¿s name and left fallopian tube, attached to a telfa pad, consists of a fimbnated and convoluted segment of fallopian tube measuring 9 x 0.7 x 0.7 cm. A few para tubal cysts are grossly identified ranging from <0.1 to 0.2 cm. In greatest dimensions. Random representative section from fallopian tube including peri and para tubal cysts submitted as a. 2. The specimen presents in formalin in a container labeled with patient¿s name and right fallopian tube, attached to a telfa pad, consists of two separate segments of fallopian tubes. The longer segment is convoluted and measures 9 x 0.5 x 0.5 cm. The shorter segment is an fimbriated end and measures 3.3 x 2.5 x 1 cm. The fimbriated end shows three pedunculated pentubal cysts ranging from 0.3 to 0.8 cm. ¡n greatest dimensions. Representative sections from longer segment of fallopian tube including three paratubal pedunculated cysts at fimbriated end submitted as b. 3. The specimen presents in formalin in a container labeled with patient¿s name and left essure device consists of elongated and coiled silver colored wiry device consistent with essure. This device measures 8 cm. ¡ri length and <0.1 cm. In diameter. The coiled portion measures 2.5 cm. In length. No sections. 4. The specimen presents in formalin in a container labeled with patient¿s name and right essure device, consists of a silver colored elongated coiled wiry device measuring 16.5 cm. In length with diameter <0.1 cm. The coiled portion measures 2.8 cm. In length. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping, pain") and pregnancy with contraceptive device ("terminated unplanned pregnancy/pregnancy (termination)") in a 34-year-old female patient (gravida 3, para 2) who had essure (batch no. 689942) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included post coital bleeding and breast cyst. * on (B)(6) 2016: no evidence of endometrial polyp or inflammation endocervical polyp and benign fragments of endocervical columnar mucosa. Concurrent conditions included soreness breast, nausea, blood loss of (nos), infection, intraoperative neurological injury, bowel discomfort, d & c, vaginal discomfort, cough, candida infection, irregular periods, uterine bleeding, paratubal cyst, haemorrhage nos, intramural leiomyoma of uterus, gravida and parity. Concomitant products included cilest (ortho tricyclen) for birth control. In 2010, the patient experienced alopecia ("hair loss"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 23 days after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2010, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and pelvic pain ("pelvic pain"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("abnormal bleeding menorrhagia"). On an unknown date, the patient experienced infection ("experience any complications of your unintended pregnancy or delivery: infection"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)) and surgery (underwent surgery). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia and infection outcome was unknown and the fatigue, alopecia and pelvic pain had resolved. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain lower, alopecia, fatigue, infection, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion (nov2010). Pregnancy test urine - on (B)(6) 2010: pregnancy positive. On (B)(6) 2016: gross description: 1. The specimen presents in formalin in a container labeled with patient¿s name and left fallopian tube, attached to a telfa pad, consists of a fimbnated and convoluted segment of fallopian tube measuring 9 x 0.7 x 0.7 cm. A few para tubal cysts are grossly identified ranging from <0.1 to 0.2 cm. In greatest dimensions. Random representative section from fallopian tube including peri and para tubal cysts submitted as a. 2. The specimen presents in formalin in a container labeled with patient¿s name and right fallopian tube, attached to a telfa pad, consists of two separate segments of fallopian tubes. The longer segment is convoluted and measures 9 x 0.5 x 0.5 cm. The shorter segment is an fimbriated end and measures 3.3 x 2.5 x 1 cm. The fimbriated end shows three pedunculated pentubal cysts ranging from 0.3 to 0.8 cm. ¡n greatest dimensions. Representative sections from longer segment of fallopian tube including three paratubal pedunculated cysts at fimbriated end submitted as b. 3. The specimen presents in formalin in a container labeled with patient¿s name and left essure device consists of elongated and coiled silver colored wiry device consistent with essure. This device measures 8 cm. ¡ri length and <0.1 cm. In diameter. The coiled portion measures 2.5 cm. In length. No sections. 4. The specimen presents in formalin in a container labeled with patient¿s name and right essure device, consists of a silver colored elongated coiled wiry device measuring 16.5 cm. In length with diameter <0.1 cm. The coiled portion measures 2.8 cm. In length. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jun-2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, other relevant history and lab data updated. Essure lot number, indication female sterilization was added. Events were clubbed with previously reported events. Events: abnormal bleeding vaginal, abnormal bleeding menorrhagia, fatigue, hair loss, pelvic pain were newly added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping, pain") and pregnancy with contraceptive device ("terminated unplanned pregnancy") in a female patient who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and pregnancy with contraceptive device (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower and pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain lower and pregnancy with contraceptive device to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.